Event description:
It was reported that before use of the needle 18ga 2in there was an issue with foreign matter. The following information was provided by the initial reporter, translated from portuguese to english: presence of a hair in the needle.

Manufacturer narrative:
Investigation summary bd has been provided with a photo for catalog 301900 lot 180423 to investigate for this record. Visual examination of the photo shows a hair on the needle, not on the cannula or fluid path but in the pivot. As a result, bd was able to verify the reported issue. A hair was lost due to a failure to perform good manufacturing procedure practices by the bd site operator. Bd has initiated a deep comprehensive program which includes all aspects of our production operations, including the manufacturing environments, equipment and processes in order to eliminate the wider range of potential sources of "foreign matter". The main goal of these programs are to raise awareness on the production floor in order to pay more attention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the needle 18ga 2in there was an issue with foreign matter. The following information was provided by the initial reporter, translated from portuguese to english: presence of a hair in the needle.